Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a superficial femoral artery (sfa) interventional procedure. Reportedly, there was resistance advancing the device onto the guide wire. Despite the resistance, the physician continued to advance the prostyle and the guide bent where the distal guide meets the proximal guide. The use of the pre-close technique was abandoned and the sheath was upsized to a 7f hole. The sfa procedure was completed. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for evaluation. The reported bent guide was confirmed. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was advanced into the anatomy against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.